Manufacturer narrative:
Device history review; complaint history review; risk assessment; labeling review; additional document review the customer reported event of a cage protruding in front of the vertebral body during final impaction and cage was not able to be removed was confirmed via email correspondence and event description. Device history review indicated all released devices met specifications. Device inspection could not be performed as device was not returned. The exact root cause of the reported event could not be determined because no device was provided for review. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker. If devices and / or additional information become available, this investigation will be reopened. Conclusion: the exact root cause of the reported event could not be determined because no device was provided for review. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker.

Event description:
It was reported that surgery was performed on (B)(6) 2015. After fixation of t10-iliac, the implant was placed between l5/s. The left cage was placed without problem, but the right cage was protruding in front of the vertebral body during final impaction. The cage was not able to be removed and the surgery was finished as it is. The revision surgery is not planned at present.